Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer powered off the station and reseated row board connectors for the auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and device was not detected on communication bus. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.